Event description:
A piece of blue plastic was found in the pts airway at completion of the procedure. Performed bronchoscopy to remove piece of plastic. Pt is in stable condition.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. One blue dolphin device was returned in a used and undamaged condition. A portion of clear material was also returned. The returned blue dolphin catheter was examined. The device was inflated and the balloon was found to be intact. One piece of clear material approximately 10 mm by 5 mm was also returned. The material is of unk origin, but based on visual exam appears similar to the balloon material. However, there is no portion of the balloon or rest of the catheter missing. Per specifications, each balloon is dry leak tested both during an in-process inspection. Quality control verified that the catheter surface is smooth, clean, and free of damage and that the balloon inside diameter is free of excessive clutter or foreign matter. The instructions for use describes the proper usage techniques and instructions, including appropriate balloon inflation pressures. Additionally, the IFU outlines the pertinent warnings and precautions associated with the user of this device such as, warning: "do not exceed 11 atm. Over inflation may cause rupture of balloon, with resultant damage to the tracheal wall. Use of a pressure gauge is required to monitor inflation pressures." We are unable to determine where the clear material retrieved from the pt's airway originated from. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk analysis, no further mitigating action is necessary at this time.